Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux en y procedure, the device was locked on the third firing. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
The user reported the sternal saw motor shaft was damaged. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.